Event description:
It was reported that the intra aortic balloon was inserted and in use for 8 hours, when blood was noted in the helium tubing. The intra aortic balloon was removed without any patient complications.